Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s husband reported via phone call that his wife hospitalized due to high blood glucose and customer was in emergency room, dietitian told to customer not to take insulin. Customer blood glucose level was 500 mg/dl at the time of incident. The device will not be returned for analysis.